Event description:
Reportedly, the anesthesiologist leaned over and touched the patient on the shoulder and received a shock. A small burn resulted on his finger. It was not known if medical attention was required. Continued on with the procedure. No patient effect. It is unknown what type of electrosurgical procedure was being performed, and if the patient was grounded.